Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed, specific to a review of the induction reports. The induction s-ECG report from the day of the event was confirmed to be intermittently missing portions (ECG and markers), on the printout. Engineers pulled additional data and confirmed the same information was missing from the programmer screen as well. It was further reported that is a known condition when there is poor telemetry during an induction. It is normal operation for a programmer to insert space in the ECG, when data cannot be retrieved from the s-ICD. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage.

Event description:
Boston scientific received information that this device has been explanted due to infection. Additionally, a pocket hematoma had been observed as well as abnormal looking electrogram printout during the post-implant induction testing. The electrogram was reviewed internally, with indication the anomaly could have resulted from a printer issues; however, analysis would be able to confirm. The device was later returned for analysis. No information provided on a replacement system.